Event description:
A peritoneal dialysis pt called fresenius technical support regarding as "sb lines are blocked" alarm during dwell 2 of 3. The pt verified cones are broken into both heater bag and supply bag, she described it as she got about 15-20 minutes into dwell, she was able to identify fluid going into the heater bag then alarms, she said she hung the supply bag on the IV pole, verified clamp connections, repositioned heater bag, no kinks throughout the lines, unused lines are clamped closed. The pt says she had these issues yesterday as well as fluid leaking out of the cassette into the cycler. Pt says she will disconnect and cancel treatment on her own. Technical support scheduled cycler for replacement and advised pt to contact her peritoneal dialysis nurse. The pt says she is a pd rn herself.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no visible external damage upon receipt. There was dried fluid inside the cassette compartment. All functional tests passed. A simulated treatment was performed and completed with no alarms or issues. The reported symptom was not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmocovigilance associate, the cycler gave an alarm, as designed when a potential problem was detected. There was no serious injury and when a potential problem was detected. There was no serious injury and the reported problem is likely to result in serious injury. Pts are able to perform manual exchanges. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.